Manufacturer narrative:
Health effect- impact code: f2303, f22. The filler was injected into the patient and is not accessible for return. The syringe has been not been returned. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ¿my filler turned firm for few weeks and then radically disappeared. I am let with hollows¿ after they were injected in the cheeks and chin ¿about one year¿ prior with juvéderm® voluma® with lidocaine. Healthcare professional reported injecting the patient in the cheeks with 1 syringe of juvéderm® voluma¿ xc. Ten months later, the patient received a shingles vaccination and experienced ¿initial subjective firmness¿ a few days later. The patient returned to the office later in the month and the event was resolved by then. Three weeks later, the patient was injected in the cheeks with juvéderm® voluma¿ xc and revanesse® versa¿ to correct the volume loss, fat atrophy. Forty eight days later, a chemistry cbc test was administered 1.5 months later that resulted in "nl". The next day, the patient was treated with doxycycline 100 mg qo plus tacrolimus ¿as a precaution given marked volume loss. The following week, an rsr was performed that resulted with ¿14.¿ the next day, an MRI was performed on the face, that resulted with ¿fat atrophy and necrosis.¿ two months later, the patient was reinjected for volume loss with revance technology and restylane® lyft, which caused non-device related ¿erythema and induration¿ the next day. Two days later, the patient was treated with clarithromycin and prednisone to prevent permanent damage. The patient was referred to plastics for fat grating. The event is ongoing.the syringe was discarded. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00087. (Allergan complaint #(B)(4). This MDR is being submitted for the second injection, juvéderm® voluma¿ xc.